Manufacturer narrative:
Unit power up properly after battery installation. No blank display or display anomaly when pressing any buttons noted. All buttons functioning properly. No moisture/damage/unlocked j2/lcd keypad connector noted. Unit received compromised force sensor system alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Unit was received with normal operating currents and passed unexpected restart error test. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump had almost blank. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.